Event description:
The hospital reported that during an endoscopic vein harvesting procedure, five short port btt black inflation valves popped out so the balloons would not stay inflated. An accessory kit was used to complete the procedure. The hosp did not report any pt complications. Since it is unk the exact dates of the cases, how many failed during each case and the lot numbers, all five will be tracked in this one case. This report is for the fourth device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).